Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose level was 129mg/dl. Reportedly, the customer successfully turned the pump back on, reloaded the original cartridge, and resumed insulin delivery.